Event description:
It was reported that device flickers when placed in docking station. No error messages or alarms reported. There is no pt info available.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.